Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an amplatzer guidewire was chosen for a procedure. During procedure, when the wire was being removed at the same time of positioning the implant, it was noted that the guide wire was broken. The device was successfully implanted and all parts of the wire were removed with the delivery system. There was no injuries related to the broken wire. There was a 5min delay in the procedure.

Manufacturer narrative:
An event of fracture noted during positioning the implant was noted. A visual and microscopic examination of the returned product was completed, and the following features were observed. No anomalies were observed to indicate a manufacturing issue with the distal weld or the proximal weld. There was no evidence of the guidewire being fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There was no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the reported incident. The cause of reported incident could not be conclusively determined. However, based on the information provided, ¿improper use¿, and/or ¿excessive force used¿ may have impacted on the event as reported.

Event description:
It was reported that on (B)(6) 2025, an amplatzer guidewire was chosen for a procedure. During procedure, when the wire was being removed at the same time of positioning the implant, it was noted that the guide wire was broken. The device was successfully implanted and all parts of the wire were removed with the delivery system. There was no injuries related to the broken wire. There was a 5min delay in the procedure.